Event description:
Caller updated settings related to time, personal profile, and biq/ciq settings, which included sleep schedules. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Technical support assisted in updating the pump time and advised the caller to monitor and follow up if any time discrepancies greater than five minutes recur, which the caller understood and acknowledged.